Manufacturer narrative:
No part has been returned to MFR.

Event description:
A medtronic (B)(4) rep reported when turning the handle of the biopsy guide, the joints did not lock. This event did not occur during surgery and no pt was present.